Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bladder repair in (B)(6) 2005 and the unknown mesh was implanted. It was also reported that the mesh did not work. After unsuccessful bladder repair, the womb prolapsed resulting in hysterectomy and another bladder repair in (B)(6) 2007.